Event description:
Experienced physician had difficulty placing guidewire and sheath/dilator into pt in order to replace a tesio catheter with a 32cm xpresso catheter. The xpresso kit guidewire was inserted on the right side then switched to the left side because of a blockage in the pt, so the guidewire was removed. A non-spire biomedical product, a "glidewire" was then used. A 12f vessel dilator was inserted and when removed, was curved due to pt anatomy. An attempt was made to insert a "peel-away sheath/dilator oval" but after insertion length of 1.5 inches, pt complained of pain. A cardiac surgeon was called to assist in repairing a perforated subclavian. Pt blood was dark red and not profusing. The pt died 24-48 hours later.